Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Device evaluation did not confirm the reported failure to charge. Functional testing with a known good battery successfully charged and discharged. The event battery was not returned as part of the investigation. The device logs identified a defibrillator charge timeout at 200 j setting and battery calibration required messages. The battery advisory indicates the battery required calibration which is a process to align battery capacity with the runtime. Log review further supports that the battery was likley depleted since it was able to charge and deliver a shock at 120j. Further review of the logs support the device functioned as expected with a charged battery. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.